Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. A partial system check was attempted, but caller declined further troubleshooting. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose was 500 mg/dl.